Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (B)(4).

Event description:
It was reported that during prep of a 6.0mmx19mmx80cm over the wire omnilink elite balloon expandable stent delivery system the stent dislodged. The device was not used and there was no patient involvement. Another same size omnilink elite stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.